Event description:
During an unspecified procedure, piece of the instrument broke into the cavity. The surgeon opened the pt to retrieve the broken parts. The hosp has reported the pt's status is satisfactory.